Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that one 3.0x28 xience v stent was implanted in the first obtuse marginal coronary artery on (B)(6) 2014. On (B)(6) 2015 the patient had chest pain classified as unstable angina. The chest pain lasted minutes. The patient was hospitalized and medication was given. The condition resolved on (B)(6) 2015. There was no adverse patient sequela. No additional information was provided.